Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 400 mg/dl. She was nauseous. The customer treated her blood glucose level with a shot of 25 units. The infusion set was not inserted in the skin enough. Therefore, the insulin pump alarmed no delivery and her blood glucose level was high. The device was not returned.